Manufacturer narrative:
Sc-1216 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had an infection and went in the emergency room due to redness and increased pain following the ipg replacement procedure (MFR. Report no. 3006630150-2024-09498). Additional information was received that the patient underwent an implantable pulse generator (ipg) explant procedure.

Event description:
It was reported that the patient had an infection and went to the emergency room due to redness and increased pain following the ipg replacement procedure (MFR. Report no. 3006630150-2024-09498).

Event description:
It was reported that the patient had an infection and went in the emergency room due to redness and increased pain following the ipg replacement procedure (MFR. Report no. 3006630150-2024-09498). Additional information was received that the patient underwent an implantable pulse generator (ipg) explant procedure.

Manufacturer narrative:
Sc-1216 sn (B)(6) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Correction to block h6

Event description:
It was reported that the patient had an infection and went in the emergency room due to redness and increased pain following the ipg replacement procedure (MFR. Report no. 3006630150-2024-09498). Additional information was received that the patient underwent an implantable pulse generator (ipg) explant procedure.